Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient fell about a week ago and "has been going downhill since". Last night patient was hurting and noticed the ins on right side had moved much lower. Pt states he pushed it up . This morning pt states his legs are not working right. Pt does not know if ins is on and states he has not charged up his handset. ( it did not sound like pt had ever used the handset). They were redirected to see their physician.